Event description:
It was reported that the right atrial (ra) lead had high thresholds, high impedance and unstable atrial pacing impedances. The lead remains in use, however, a lead replacement procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.